Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device had premature battery depletion. The battery voltage dropped from 2.72 volts to 2.66 volts in one month. The device will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data shows minimum battery voltage was 3.04 to 2.68 volts minimum between (B)(4) 2012 and (B)(4) -2013, which is before device recommended replacement time (rrt) of less than or equal to 2.62 volt. Concomitant products: 7120 competitor implantable tachy lead 2009 (B)(6). (B)(4).